Event description:
It was reported that during a routine x-ray post procedure, the right ventricular (rv) lead was found to be dislodged. The patient was returned to the lab for a lead re-positioning. The lead remains in use. The patient is a participant in the systems longevity clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).